Event description:
On (B)(6) 2013, the pt presented for revascularization of a heavily calcified superficial femoral artery. Using a 0.014 inches spartacore guide wire, placed at the lesion site, the ocelot pixl catheter was advanced over the proximal end of the spartacore wire. Outside of the pt body, as the nurse advanced the catheter, a film-like substance was scraping off the guide wire. The original pixl catheter was swapped out for a second pixl and the issue re-occurred. Subsequently, the spartacore wire was switched out for an iron man wire. This did not resolve the issue. The iron man was finally swapped out for a mailman guide wire and the issue ceased. The procedure continued normally, and there was no harm or pt effect noted.

Manufacturer narrative:
Device eval summary: the returned device was tested and evaluated with respect to the operational environment. Guidewire damage was duplicated when the catheter tip was not in-line with the guidewire during advancement. A ledge on the radius lead-in to the guidewire lumen was the root cause for the damage. The catheter was mfg to spec. Further investigation will be conducted and a follow-up report will be provided.